Event description:
It was reported that a mini trek 2.0 x 15 mm was being used for pre-dilatation of a moderately tortuous mid right coronary artery. Upon the attempted inflation, the balloon did not show inflation on the angiogram screen despite the pressure going up on the inflation device to 12 atmospheres. There was no resistance upon advancement of the device to the lesion site. It was reattached and inflation was attempted with the same result. The balloon was then removed from the patient and a non-abbott balloon catheter was used with no issues. The case was continued with no patient effects. There was no clinically significant delay in the procedure and adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.